Manufacturer narrative:
A cracked reservoir tube lip, scratched case, peeling keypad over and minor scratches on the display window were noted during the visual inspection. The insulin pump had no button response due to a flattened dome switch on the up and down arrow buttons.

Event description:
It was reported the customer was unable to press any of the buttons. Customer's blood glucose was 5.1 mmol/l. Customer was trying to check her insulin and she was unable to press the buttons. Customer stated the buttons are stuck and the up button was coming off slightly at the corner. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.